Manufacturer narrative:
(B)(4). Additional information: the device was returned with the package opened. The lid stock and the blister were in good physical condition. During the visual inspection it was noted a stain taped to the handle of the device. The stain was removed from the handle to be tested and was confirmed blood. Our manufacturing, sterilization, packaging, and shipment processes do not introduce blood to the device. All ees product are 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that during a diagnostic laparoscopic procedure, after opening the device, the scrub tech noticed markings on the handle of the device. They stated it looked like blood. However, after closer inspection, it looked like parts of an insect. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.